Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # r59488. Device analysis: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload had the swing tab in the locked position, and the proximal 26 drivers up and the remaining drivers were down with staples present. Also, the knife was noted to be exposed. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, it did not fire. It looked like the knife was initiated before use somehow. There were no patient consequences.